Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2015-02709 & 03583 & 03586). Remains implanted.

Event description:
It was reported in medical records received that patient underwent physical therapy approximately 3 moths post-implantation due to arthrofibrosis with limited mobility following a shoulder arthroplasty.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the product did not cause the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.